Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd1 therapy (lot number not reported). On an unreported date, the patient began treatment with dianeal pd 1 therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). In the beginning of (B)(6) 2011, the patient experienced peritonitis. On an unreported date, the patient began remedial therapy with vancomycin (dose, frequency and route not reported). At the time of this report, it was not reported whether dianeal pd1 therapy was ongoing or if the event of bacterial peritonitis with culture positive for (B)(6) had resolved. Medical history and concomitant medications were not reported. The physician did not provide an assessment of causality for the event of bacterial peritonitis and the relationship with dianeal pd1 therapy.